Event description:
During index procedure, 1 resolute integrity rx drug-eluting stent was intended to treat a class c lesion in the lad with 45-90 degrees tortuosity. The lesion type was in-stent restenosis (non-medtronic des). The lesion was pre-dilated. The resolute stent was inspected before use with no abnormalities noted. It was reported that the resolute stent failed to cross the previously implanted stent and failed to reach the target lesion. Several efforts to push and remove the resolute stent were made and the non-delivery stent edge of the resolute was disrupted. Resistance was felt during attempted delivery of the device to the lesion site and during removal of the device. The physician commented that moderate force was used and the resistance may have been caused by the vessel angle. The resolute stent was retrieved successfully. Another resolute was successfully deployed to the lad. No patient injury occurred and no clinical sequelae have been reported. Evaluation summary: the device was received by medtronic. The stent was positioned between the marker bands as per specifications. The first two proximal stent segments were raised and deformed. Please note this device is distributed outside the united states, however, is similar to the united states distributed product ensp25014ux.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Result: inherent risk of procedure (stent deformation, failure to cross lesion). Patient's condition affected effectiveness of device (tortuous vessel). Conclusion: device failure/lack of effectiveness related to patient condition (tortuous vessel). (B)(4).